Event description:
Boston scientific received info that during the implant procedure for this cardiac resynchronization therapy defibrillator (crt-d), a perforation was observed. When the puncture was made to gain access for the coronary sinus lead, the superior vena cava (svc) was damaged. The right ventricular and atrial leads, and the device, had already been implanted. The procedure was halted prior to the implant of a left ventricular lead and the pt was immediately transferred to the operating room.

Manufacturer narrative:
Not returned. Event conclusion: the pt expired due to the perforation. The implanted device and atrial and right ventricular leads were buried with the pt. No further info has been received. Should boston scientific receive add'l info, an amended report will be filed.